Event description:
It was reported that 3 of the bd emerald 3-piece syringe plunger does not adhere well to the inner liner. The following information was provided by the initial reporter, translated from italian to english: the problem lies in the fact that the plunger does not adhere well to the inner liner, so that when blood is drawn, it flows drop by drop until the plunger reaches the end of its stroke, and the blood has to be drawn again, with great inconvenience both for the patient and for us as a company.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 307737 and lot number 2202111. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation; however, the retained samples did not show any signs of leakage. Although a root cause could not be determined, damage in the stopper lip or incorrect assembly of the stopper to the plunger could have contributed to this reported incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd emerald 3-piece syringe plunger does not adhere well to the inner liner. The following information was provided by the initial reporter, translated from italian to english: the problem lies in the fact that the plunger does not adhere well to the inner liner, so that when blood is drawn, it flows drop by drop until the plunger reaches the end of its stroke, and the blood has to be drawn again, with great inconvenience both for the patient and for us as a company.